Event description:
It was reported that patient had surgical replacement of interstim system (lead and neurostimulator (ipg) because patient had a severe fall that damaged the system. It was indicated that patient was unaware when the fall occurred. It was indicated that device was being returned. The patient was released and all was fine. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va01t7d, implanted: (B)(6) 2013, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).